Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the catheter was broken. A flexima¿ was selected for a pleural effusion drainage procedure in the biliary track. During preparation, when the package was opened, the catheter was noted to be easily kinked with the metal stylet. When the metal stylet was inserted into the flexima¿ catheter, it was "too soft", and then the middle part of the catheter was broken. The device was removed by manually pulling back and the procedure was completed with another of the same device. No patient complications reported and patient's condition was stable.